Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field. Annex b: b21; annex c: c21; annex d: d16. Additional information: annex b: b17; annex c: c20; annex d: d15.

Event description:
It was reported that the following issue was observed on the device: "channel error." Reported problem cause description: "none provided." Hence, the work performed in the device includes: "checked the error logs & found error 240.4150. Need to replace pressure sensor." There was no patient involvement.

Event description:
It was reported that the following issue was observed on the device: "channel error." Reported problem cause description: "none provided." Hence, the work performed in the device includes: "checked the error logs & found error 240.4150. Need to replace pressure sensor." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "channel error." Reported problem cause description: "pressure sensor faulty." Hence, the work performed in the device includes: "checked the error logs & found error 240.4150. Need to replace pressure sensor, replaced bottle side pressure sensor." There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned.